Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue. The device was evaluated but not yet repaired.

Event description:
The manufacturer received info alleging a ventilator fails to charge its internal battery. The device was not in pt use.